Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient hasn't used their stimulator in about 5 years and it is "dead". Caller couldn't confirm if this meant it was at eos. Additional information was received from the patient. It was reported that the ins being dead was not due to normal battery depletion. The patient stated that it never really worked for them. Patient stated they hope to have it removed. The issue had not been resolved. Additional information was received from the patient. It was reported that device revision/replacement had been scheduled.